Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
During a follow-up, increased capture threshold was observed on the right ventricular (rv) lead. A revision procedure was performed and the rv lead was extracted and a new rv lead was implanted to resolve the event. The patient is stable with no consequences.